Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they were able to turn it on. However, patient forgot some of the information they received the day of the surgery. Patient didn't increase the stimulation enough. Patient called their surgeon. Got reminded of the need to increase the stimulation. Patient was pleased with all involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator for pain stimulation was not feeling stimulation since the previous day and was unable to turn the stimulation on. The agent confirmed that the therapy was on and instructed the patient to connect with the controller, which showed the implanted neurostimulator and controller were both 90% charged. The patient mentioned having bandages on the incision. The issue was not resolved, and the patient was redirected to their healthcare provider for further assistance.